Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred after customer filled the cartridge with more than 300 units of insulin. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Tandem technical support educated customer not to fill cartridges with more than 300 units per the user guide. Customer continued to use the pump for insulin delivery.